Manufacturer narrative:
The serial number for the cobas e 801 used at the investigation site was (B)(4). The tsh reagent lot used on this cobas e 801 was 386646 with an expiration date of 31-may-2020. The ft4 ii reagent lot used on this cobas e 801 was 363195 with an expiration date of 31-dec-2019. The ft4 iii reagent lot used on this cobas e 801 was 380330 with an expiration date of 31-dec-2019. The ft3 iii reagent lot used on this cobas e 801 was 348359 with an expiration date of 31-oct-2019. The investigation is ongoing. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable thyroid results compared wako accuraseed for 1 patient sample tested on a cobas 8000 e 801 module. The patient sample was submitted for investigation. There were discrepant results identified for ft3 iii and tsh assays between the customer's e 801 module, an e 801 module used at the investigation site, and the wako accuraseed. There were discrepant results identified for ft4 iii on the customer's e 801 between elecsys ft4 ii assay on an e 801 module used at the investigation site and wako accuraseed. This medwatch will cover ft4 iii. Refer to medwatch with a1 patient identifier (B)(6) for information on the tsh results, medwatch with a1 patient identifier (B)(6) for information on the ft4 ii results, and medwatch with a1 patient identifier (B)(6) for information on the ft3 iii results. The results from the customer site were reported outside of the laboratory. Refer to the attachment to the medwatch for all patient data. The e 801 module serial number was (B)(4).

Manufacturer narrative:
The sample material was not available for further investigation. The investigation did not identify a product problem. The cause of the event could not be determined.